Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the blade started to come off the balloon. A 6.00mmx2cm peripheral cutting balloon® was selected for use. During procedure, it was noted that the balloon blades started to come off the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the 2cm pcb device identified that 3mm of one of the blades and 2mm of one of the pads was partially detached from the proximal end of the balloon material, leaving 18mm of pad and 17mm of blade left attached to the balloon material. The entire 2cm of blade was accounted for. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. All other blades were present and fully bonded to the balloon material. No issues were noted with the blades or pads that have contributed to the complaint incident. The balloon was unfolded which indicates it has been subjected to positive pressure. A visual and microscopic examination identified no damage or any issue with the balloon material that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control are conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the blade started to come off the balloon. A 6.00mmx2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon blades started to come off the balloon. No patient complications were reported.